Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013. It was reported that the patient underwent removal surgery on (B)(6) 2013. It was reported that the patient experienced severe and chronic pain, inflammation, adhesions, bowel obstruction, infection, fistula, abdominal wall reconstruction and open draining wound. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.